Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e (B)(4) description: st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined) the explanted leads ((B)(4)) were not returned to bsn as they were kept by the medical facility. Impedance readings on lead ((B)(4)) were within normal range. All tests performed demonstrated that the lead was mechanically fully intact and performed as expected. The device exhibited normal device characteristics.

Event description:
A report was received that following a trial procedure, the patient reported a headache. The physician confirmed a dura puncture occurred during the trial. The patient was prescribed pain medication and was instructed to rest and drink caffeine. The patient reported that she was feeling better.

Event description:
A report was received that following a trial procedure, the patient reported a headache. The physician confirmed a dura puncture occurred during the trial. The patient was prescribed pain medication and was instructed to rest and drink caffeine. The patient reported that she was feeling better.